Event description:
It was reported pt was revised due to chronic dislocation.

Manufacturer narrative:
Add'l info has been requested. It is not clear if the device caused or contributed to this event.